Event description:
Surgery received a call from pathology stating no tissue was in specimen containers 8-12 (whole left side of tissue samples). The scrub was consulted and she stated she saw tissue on the needle when she swished it. She stated as the case went on the biopsy gun was harder to cock, but she kept seeing specimen. She went to pathology and looked at the specimens and nothing was in containers but blood tinged solution. Dr was notified by phone. We retrieved biopsy gun from sterile processing and examined it. It was noted that it is broken and will be sent out for repair. The biopsy needle was retrieved and tissue was noted accumulated inside hollow shaft when bevel of needle was exposed. Dr notified and requested the tissue to be labeled for the 'left' and specimen hand delivered to pathology.